Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the device was confirmed to have damaged high voltage output circuitry. The transistors were shorted. The cause was a lead with anomalous insulation that allowed conduction between the right ventricular conductor and the can during delivery of high voltage.

Event description:
It was reported that an alert for low impedance was issued. The pt's right ventricular lead was replaced. During lead explant, evidence of electrical arcing from the lead was seen on the device can. High voltage impedance could not be measured with the replacement lead. The device was replaced as well and electrical values were normal.